Manufacturer narrative:
Additional information and corrected data: the following fields are being updated as per new information received. Section d4 - catalog number: dib00vi155. Section d4 - serial number: (B)(6). Section d4 - expiration date: 19-nov-2025. Section d4 - unique identifier (UDI) number:(B)(4). Section h4 - device manufacture date: 19-nov-2022. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2 and a4: unknown, as information was requested but not provided. Section d4 - catalog number: a complete number is unknown, as product serial number was not provided. Section d4 - serial number: unknown/ not provided. Section d4 - expiration date: unknown as product serial number was not provided. Section d4 - UDI number: unknown as product serial number was not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section e1 - first/given name: unknown, as information was requested but not provided section e1 - email address: unknown, as information was requested but not provided section e1 - telephone number: (B)(6) section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dib00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dib00 which is distributed in the unites states under PMA p980040. Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Section h4 - device manufacture date: unknown, as product serial number was not provided. Attempts have been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that, while being implanted, the preloaded intraocular lens (iol) came out with one of the haptics detached. Account indicated that the physician did not experience any feeling of resistance. The iol was removed from the patient's operative eye and replaced with another iol. The original lens was discarded upon retrieval. There was no patient injury reported. The procedure was completed without any problems. No further details were provided.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 09-feb-2024. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection of the complaint simplicity revealed that one haptic remained inside the cartridge. The remainder of the lens was received outside of the cartridge. Ophthalmic viscosurgical device (ovd) was not observed to be distributed throughout the cartridge indicating that an insufficient amount may have contributed to the complaint issue reported. The lens module was inspected and there was no indication that the plunger rod advanced incorrectly. The handpiece was evaluated and no issues that could cause or contribute to the complaint issue was observed. The lens was inspected revealing that it was coated in viscoelastic residue and cut into three pieces with one haptic detached. The lens was cleaned and damage on the detached haptic was observed. No further issues were identified. The complaint issue of haptic detached was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.